Manufacturer narrative:
Event date is an approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported the patient was feeling a shocking feeling right where the battery is, on the right side of the patient¿s back. The patient stated it started ¿a couple, 3 weeks ago¿ and confirmed it was in (B)(6) of 2017. The patient stated they didn¿t feel it all the time. The patient stated they turn stimulation off while driving, but since the shocking happens infrequently, they were unable to determine whether turning stimulation off stops the shocking feeling. They thought stimulation was on when they felt it, but it only happens once in a while. The patient stated, ¿it¿s like a pulse or something, it¿s not like it¿s a bad shocking.¿ the patient was redirected to their healthcare professional (hcp). No further complications were reported.